Event description:
It was reported the pt desired bilateral leg coverage and knees to toes. There is minimal coverage of areas at this time; however she has over-stimulation in the upper thigh and pelvis. Reportedly, coverage has changed. X-rays were ordered as the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.